Event description:
Date of implant: 2005. It was reported that a patient underwent spinal fusion surgery with posterior instrumentation. Approximately 1 year and 8 months post-op x-rays reportedly revealed that "setscrews had backed out at the s1 level." Patient underwent revision surgery to replace the implants and correct a couple of screws that were cross-threaded in the original surgery." No patient complications reported.

Manufacturer narrative:
Device has not been returned; therefore, product evaluation is not possible. Unable to determine the cause of the event.